Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown, the patient had been found down at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) , could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. It was reported by the account that on (B)(6) 2022 the patient passed away at home. The cause of death was unknown, and it was also unknown if the device operated as expected or if the outcome was device related. The device will not be returned for evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this IFU lists adverse events that may be associated with the use of the hm3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.